Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the proximal popliteal artery. A 4.5 x 80 mm supera peripheral stent system was used. The deployment lock was unlocked and the thumbslide advanced; however, the stent was only partially deployed. Therefore, the stent system was removed through the guiding catheter without issues. Another supera stent was then deployed without issues. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.